Event description:
A malfunction alarm identified as malf 0 was reported by the customer, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, assisting the customer in completing this task, and the malfunction code did not recur afterward. The customer was advised that they could continue using the pump and to contact support again if the issue reoccurred.